Event description:
The customer originally reported that the device cutting performance was poor from the commencement of a urological procedure being performed. The surgeon opened another instrument to continue the procedure. The device was returned with a missing hook on the spindle cap. The customer confirmed that nothing fell into the pt cavity and that there was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.